Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an advanced evaluation (ae) for urge incontinence. It was reported that the trial patient had a burning sensation in their rectum and vagina. Follow up information received from the patient on (B)(6) 2018 again reported that they felt a burning sensation in their pelvic region. Further follow up information received on (B)(6) 2018 from the patient reported the burning in their vagina and anus. They went to their doctor and was diagnosed with a uti and was given amoxicillin (875 mg). The patient stated that they had to push on their abdomen to urinate and was given cream for the anal pain. Additional follow up information received on may 17, 2018 reported that the patient¿s symptoms were improving after taking the antibiotic for the uti. There were no further complications reported or anticipated.